Event description:
It was reported that the customer had a buttons error alarm on insulin pump. The customer's blood glucose level was unknown mg/dl.the customer was advised that the insulin pump was going to be replaced. No futher information was reported.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. A cracked reservoir tube lip and cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)